Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported that when the patient was rotated for additional positioning in the mayfield modified skull clamp (a1059), the patient's head moved in the clamp causing lacerations. However, the surgeon/hospital was not able to confirm if this was the specific clamp (serial number) that was involved in the incident. No information has been provided on surgical delay. Additional information has been requested.

Manufacturer narrative:
The mayfield modified skull clamp (a1059) was returned for evaluation: device history record (DHR) - the DHR was reviewed and shows no abnormalities related to the reported failure. Failure analysis - the investigation of the returned device found no device deficiencies that would have contributed to the reported complaint. However, the unit has never been serviced since being sold; therefore, it was recommended that at the very least a preventative maintenance was required to bring the unit back to full functionality. All worn components were replaced with new parts, and general cleaning and maintenance were performed. Root cause - evaluation found no device deficiencies that would have contributed to the reported complaint. The service team was unable to duplicate slippage. The clamp has some movement in the lock, but when it is properly positioned and put under pressure, it will not move. Additionally, the unit has never been serviced. Probable root cause of the reported complaint is improper or suboptimal placement of the skull clamp. No further investigation is required based on the acceptability of risk and no adverse trends identified. This will be monitored and trended going forward. At present, we consider this complaint to be closed.

Event description:
N/a.